Event description:
The customer stated that she was hospitalized with a blood glucose reading of 715 mg/dl. The customer stated that she was also suffering from a lung infection. Troubleshooting was performed, and the displacement test passed. The insulin pump did not register that insulin was being delivered during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.